Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely deterioration over time based on the device manufacture date. In addition, it is likely that the phenomenon occurred because external force was applied, such as strong rubbing against the subject part during normal use, including re-processing. This issue is addressed in the instructions for use (IFU): "inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.".

Manufacturer narrative:
The device was returned to the service center for evaluation. A leak was observed at the scope¿s biopsy channel. The control body of the scope was checked and found scratches and peeling which did not affect the scope¿s function. There was missing glue on the forceps cover and the glue on the scope¿s c-cover was cracked. Further inspection found the bending section rubber removed and bending section glue cracked. The bending section was noted to be frayed. Multiple buckles were observed on the insertion tube and it¿s insulation was damaged. A cut was noted on the #1 switch button. The most likely cause for the reported event is mishandling. The instruction manual provides the statement below to mitigate scope damage. Important information ¿ please read before use do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, the scope was noted to be chipped at the distal end. There was no patient involvement.